Manufacturer narrative:
The product was returned for investigation and the reported failure mode was confirmed. Alleged failure: cracked/peeling insulation at shaft. Probable root cause: poor autoclave reliability. Incorrect sterilization/reprocessing procedure. Handling procedures. Contact forces. Product used beyond defined useful life. The failure mode will be monitored for future reoccurrence. (B)(4)

Event description:
It was reported that the insulation had been compromised.